Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the lead was abraded at 7 cm from the connector pin, due to friction with another device. This condition could have caused the reported sensing anomalies.

Event description:
It was reported that the atrial lead exhibited intermittent sensing and oversensing. The lead exhibited cross talk. The lead was explanted and replaced.